Event description:
It was reported that the lead impedance warning tripped for high impedance. Upon interrogation the lead impedance was just below the impedance warning trip point. It was also noted that the when palpating the pacemaker pocket a "knuckle of wire" was noted. The lead polarity was changed to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.